Event description:
It was reported that, after a total right knee arthroplasty was performed in 2008, the patient underwent a revision surgery in 2018 due to a worn out implant. The patient confirmed he had complied after each surgery and received extensive physical therapy. The patient's overall health status is unknown.

Manufacturer narrative:
Internal complaint reference: case (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that flexion and extension (gap) imbalance is a known complication which can result from factors such as excess tibial slope, inaccurate femoral resection, ligament laxity, and an undersized femoral component. A gap imbalance can accelerate component wear due to increased stresses upon the prosthetic components as well as lead to component loosening which would correlate with the reported "gross motion", component wear and minimal bone ingrowth. The patient's overall health status is unknown. Although the primary and first revision documentation was not provided, the reported findings of ¿high degree of slope on the tibia side and femoral implant¿ most likely led to the revision as the finding along with ¿gross motion¿ is consistent with a gap imbalance which can accelerate component wear due to increased stresses upon the prosthetic components as well as lead to component loosening (correlates with ¿gross motion¿), component wear and minimal bone ingrowth. Of note, no supporting documentation has been provided to confirm the involvement of smith and nephew components during the primary implantation/subsequent explanted prosthetics during first revision. The patient impact is included the reported findings, signs/symptoms, and subsequent revision. A review of the instructions for use documents for knee systems reveal in possible adverse effects that wear of the polyethylene articulating surfaces of knee replacement components has been reported following total knee replacement. Higher rates of wear may be initiated by particles of cement, metal, or other debris which can cause abrasion of the articulating surfaces. Higher rates of wear may shorten the useful life of the prosthesis, and lead to early revision surgery to replace the worn prosthetic components. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include friction or joint tightness. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.